Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a black valve was broken on the third port cannula and fell into the patient. The valve was thought to be from the universal seal, but the customer continued to use the product without replacement. The operation was terminated. There was no bleeding due to the issue nor any tissue/vascular damage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that the fragments were retrieved with a laparoscopic instrument, and they confirmed that all fragments were retrieved using the endoscope. There was no additional procedure required, there was a post-operative test done. The customer completed the procedure robotically. The patient has not returned to the hospital for any complications. The accessory is not available for return and the fragment was discarded.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the accessory was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the video clip was conducted by clinical development engineer (cde). It was confirmed that a black piece fell into the surgical workspace. It is possible that the piece was from the septum portion of the cannula seal. It is not determinable what the root cause of this issue is. Without knowing the root cause, guidance on how to avoid this issue is not able to be provided.